Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had an image blackout. The event occurred during diagnostic procedure. The procedure was complete using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, h2, h3, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cut sheath may have temporarily caused breakage of the cable, leading to the event during angulation or bending of the insertion section. The cause of the cut could not be definitively determined, it is presumed that it was caused by significant external stress applied to the cable due to excessive twisting or bending of the insertion section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: gif-h290z operation manual 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.